Event description:
The mediated closure system suture broke during delivery. An alternative device from a different manufacturer was used to finish the procedure. The patient had normal pulses and adequate hemostasis throughout, and there was no harm to the patient as a result of this incident.